Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. As no further info becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4). Users narrative: the catheter is broken itself during the removing of the stylet. A part of the catheter remains with the pt, an intervention was realized for the retreat of the catheter. The original catheter has not been sent in.